Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 8ch 60cm lead, model: 3186, UDI: (B)(4), serial:(B)(4), batch: a000097924.

Event description:
It was reported the patient's lead had migrated. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
An event of lead migration was reported to abbott. The lead was explanted and replaced. The ipg was electively replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patients left lead and ipg were replaced. Ipg was electively replaced.